Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a concentric, de novo lesion with no tortuosity, mild calcification and 75% stenosis in the right superficial femoral artery (sfa). The 5.0 x 100 mm armada 35 balloon catheter was advanced to the lesion without resistance for pre-dilatation, but the balloon ruptured during the third inflation at 10 atmosphere (atm). During removal of the balloon catheter, there was no resistance noted. The balloon catheter was changed to a 5.0 mm non-abbott balloon and pre-dilatation was performed. Then, a non-abbott stent was implanted in the lesion and the post-dilatation was performed with a 7.0 mm armada 35 balloon catheter and the procedure was completed. It was further reported, that the armada 35 had been prepped per the instructions for use with no issues. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.